Event description:
It was reported that during an "end-vascular" treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified iliac artery. The balloon was inflated to 6atm and ruptured. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).